Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant sodium results obtained on a dimension exl 200 instrument. Siemens reviewed the information on the solid state multisensor (ssm) data files provided. Siemens found that standard a air and liquid measurements dropped to lower levels after the replacement of standard a by the operator. The data suggests that the operator stored the loaded fluid changes in the software before physically loading the fluid into the system, leading to air being drawn into the system during auto-priming. The system was recalibrated and ran proper quality controls (qc). The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant low sodium (na) patient results were obtained on a dimension exl 200 instrument. The same samples were auto- repeated on the same instrument resulting low. The initial and auto-repeat results were not reported to the physician(s). The same samples were repeated on the same instrument and results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant low na results.